Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, the pump was experiencing an intermittent power issue, the battery compartment was cracked, and there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/28/2015 with the following findings: a review of the black box showed data from 04/03/2015 to 04/11/2015. There were no power issues noted within that date range. The returned battery cap was able to fully tighten and the pump powered on normally. The battery cap contacts were found to be within required specifications. Investigation revealed that the battery compartment was cracked and there was evidence of moisture contamination found inside the battery compartment. Leak testing showed a leak at the battery compartment crack. The pump was exercised for 24 hours with no power issues or alarms occurring. The alleged power issue could not be confirmed or duplicated on investigation; however investigation confirmed the allegation of battery compartment damage and moisture inside the battery compartment. The pump casing was removed and there was no further evidence of any moisture inside the pump.